Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the error 2 message. The patient reported that the error 2 message first occurred on the same day midday. She also reported experiencing symptoms of sweatiness and took an increased dose of oral diabetes (glucophage 500 mg). At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct. It was determined that the error 2 occurred when the test strips was inserted into the meter. It was also discovered that the test strips were expired (use error). This complaint is reported because the pt alleged that the meter displayed the error 2 message and reported feeling sweaty. She treated self with an increased dose of oral medication. The alleged error 2 issue was resolved with troubleshooting (expired test strips - use error). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.